Manufacturer narrative:
No kit lot number was provided for a specific investigation. No sample was returned for further testing, and no additional information was provided. A review of complaint trends revealed that all of the alere determine hiv ½ ag/ab lots are performing according to label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that the device is performing within labeled claims.

Event description:
This case represents the fourth of 4 (B)(6) results on unknown sample types tested with the alere determine hiv 1/2 ag/ab combo which occurred in 2017 and 2018. The patient was confirmed (B)(6) on a test of unknown methodology. No exact date of occurrence was provided. There is insufficient information to determine if a malfunction occurred. The patient was reported as a pregnant female and that their treatment was impacted or delayed but no further explanation was provided. No lot number was provided for this 2017 occurrence. Attempts to gain additional patient information were not successful.